Manufacturer narrative:
Insulin pump passed the displacement test. Unit uploaded to carelink pro and generated summary reports without any errors. No unexpected error message during the upload or report generation noted. However, pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had care-link upload issue. The customer's blood glucose level was unknown. The customer also reported that they had upload issue at home and the clinic. The device will be returned for analysis.